Manufacturer narrative:
H3, h6: no products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a catheter placement procedure. It was reported that during a case, there was minor inaccuracy. The site registered the patient, checked anatomy, and all looked good. After the patient was draped, the doctor noticed some inaccuracy from where he marked the skin using the stylet. After the burr hole was created, had stylet inside patient skull and the software showed instrument outside skull. Went back to check landmarks and those still all looked accurate. Adjusted emitter and opened new instrument, no suspected metal interference at time of surgery. Injected site with lidocaine. Looking back at images on call, the manufacturer representative (rep) noticed some white artifact that could potentially be an implant of sorts. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Product added to d10. Continuation of d10: product ID: (B)(4), software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. The logs captured that the site did trace registration with an accuracy metric of 1.8 mm, but did not provide the root cause of the issue. Archives had 2 computed tomography (CT) exams, but both were loaded with warning "not optimal for stealth" due to irregular slice spacing and missing slices. The archive captured a plan in rps region of head with length of 77 mm. The site collected good amount of trace points starting from tip of nose and spread over the superior of head with an accuracy metric of 1.8 mm with green and yellow zones of accuracy. As per case description, the site registered patient and checked anatomy all looked good. After the patient was draped, the doctor noticed some inaccuracy. Based on the information provided, suspected image protocol issue or frame movement during the draping might have caused the reported in-accuracy but there was no way to confirm this as logs would not capture this info. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.